Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing, and high out of range pacing impedance measurements, greater than 3000 ohms. Technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. At this time the lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).